Event description:
Patient hematoma reported.

Manufacturer narrative:
A technical system safety check was conducted 14 march 2022 by a dornier field service engineer and the findings concluded that the device was out of specification for an f2 alignment. A repair was completed and the f2 alignment was re-verified successfully within specification. A verification of service calls completed on (B)(4) was completed and it was confirmed that all required quarterly preventative maintenance checks were completed as required on the suspect device, including a pm completed 10 days prior to the receipt of this complaint. The dornier fse confirmed the repair completed on the device was needed likely due to movement/transport of the capital equipment. The compact delta ii user manual acknowledges in section 2.2 the responsibilities of the user includes verifying the operational capacity of the device is within specification prior to each treatment, which includes verifications of the f2 alignment. It is recognized that patient hematomas are listed as potential adverse effect and complication in the compact delta ii operating manual.